Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that they experienced at least one trip to emergency room for high blood glucose. Customer's blood glucose level was unknown. Customer stated that the lost sensor and not holding charge. The device will not be returned for analysis.